Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor wanted to drain the pancreatic duct by inserting spsof-5-3. In the process of unfolding the pigtail with a straightener to pass the spsof-5-3 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part of the spsof-5-3 was bent. So the wire did not pass. (Pr (B)(4) they had to use the new spsof-5-3. They did not change the guide wire. User error: incorrect size wireguide used with replacement device. (Pr (B)(4)) did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: the spsof-5-5 of unknown lot number involved in this complaint was not available for evaluation. This file is related to pr 365840 (report reference number 3001845648-2022-00395) which captures the bent pigtail of the original device. (Rpn: spsof-5-3). This file captures the user error of the incorrect sized wireguide used with the replacement device. (Rpn: spsof-5-5). Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all spsof-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be completed as the lot number is unknown. The instructions for use, ifu0055 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.